Event description:
It was reported that three anchors shattered upon insertion during a rotator cuff repair. The anchors were removed but the surgeon decided to convert to an open procedure to continue with the case. A different implant was used to complete the repair. No further pt info is available and no additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the complainant's event could not be verified. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The cause of the event could not be determined from the info available and without device eval.